Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) #, medical device model #. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 19-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed and it was not detected on bus. The field service engineer (fse) addressed a recurring issue with drawer 5, which was not detected on the bus. This was the third service attempt. Leds on the pyxibus module controller (pmc) and drawer controller board indicated a loss of I²c communication. After a power cycle, lights returned briefly, confirming an intermittent issue. The fse replaced the drawer controller, pmc, retractor band, and row board cable. A full inspection of the row boards was performed, and all contacts were cleaned, restoring proper connectivity and drawer function. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.